Event description:
It was reported by customer that a kit had broken saline ampules and rust on an instrument (possibly from the leaked saline). Clinician noticed this before starting the procedure so this equipment was not used on the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of broken saline ampules is confirmed; however, the exact cause is unknown. Four photographs of a power-trialysis kit were returned for evaluation. An initial visual observation of two of the photographs showed broken saline ampules. Another photograph showed a pair of hemostats with what appears to be rust on and around the hemostats. No liquid could be seen in the kit tray. While saline ampules shown in the returned photographs were found to be broken, there were no distinguishing features in the returned photographs which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that a kit had broken saline ampules and rust on an instrument (possibly from the leaked saline). Clinician noticed this before starting the procedure so this equipment was not used on the patient. No other information was provided.